Event description:
It was reported that during a clinic visit, this right atrial (ra) lead was suspected to have fractured after being found to exhibit high out of range pacing impedances, loss of capture (loc) and noise on the presenting electrogram (egm). Technical services (ts) was consulted for further review of the egm. Ts reviewed the egm and confirmed high out range pacing impedances measuring greater than 2000 ohms was recorded and observed noisy signals on the ra lead. It was noted that pocket manipulation was able to reproduce the noise. Ts discussed possible cause and recommended for x-rays to be taken. At this time, the ra lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision procedure was performed. This right atrial (ra) lead was explanted due to lead fracture and successfully replaced with a new lead. No additional adverse patient effects were reported. The ra lead is expected to return to facility for analysis.

Event description:
It was reported that during a clinic visit, this right atrial (ra) lead was suspected to have fractured after being found to exhibit high out of range pacing impedances, loss of capture (loc) and noise on the presenting electrogram (egm). Technical services (ts) was consulted for further review of the egm. Ts reviewed the egm and confirmed high out range pacing impedances measuring greater than 2000 ohms was recorded and observed noisy signals on the ra lead. It was noted that pocket manipulation was able to reproduce the noise. Ts discussed possible cause and recommended for x-rays to be taken. At this time, the ra lead remains in service. No adverse patient effects were reported.